Event description:
It was reported that (1) eps01 was used during a gastric bypass procedure. It was reported by the rep that during a week of lap gastric bypass cases, the surgeon experienced melting of the device. The surgeon was using the cautery portion at some points. Also retracting the hook and using the suction cannula against tissue. While using only the cannula portion the surgeon was noticing tissue trauma and bleeding in several different areas. Noticing the tip of the suction cannula had become a sharpened edge as a result of melting from earlier use of the cautery. The case was completed by opening the pt due to inability to gain control of the multiple bleeding areas. There was extended or time by one hour.